Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed-up with the robotics coordinator, who confirmed that the reported issue was identified in during the sterile processing department. The robotics coordinator also indicated that there were no issues identified during the instrument¿s last use. The procedure the instrument was last used in was completed robotically with no reported patient harm, injury, or adverse outcome. Patient-related information was not available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue that ¿a plastic piece was missing from the distal end.¿ the instrument was found to have conductor wire insulation damage accompanied by subsequent thermal damage to the bipolar yaw pulley. System log investigation: a review of the instrument log for the long bipolar grasper instrument (pn: 470400-10, batch-sequence: n10190309- 0075) associated with this event has been performed. Per a review of the logs, the long bipolar grasper was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on or after the 8th use of the instrument. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. Image/video review: no image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported because damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument was returned with 2 uses remaining and, therefore, was not expired. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central reprocessing, it was noted that a plastic piece was missing from the distal end of the long bipolar grasper instrument. There was no report of patient involvement.